Event description:
It was reported that the clip is not be able to strike out.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample appears typical. The stapler was returned with 32 staples left in the cover block indicating that at least 3 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple was able to fire properly. Another attempt was made but this time no staple fired. This was repeated multiple times, but the staples were not consistently releasing properly. It was found that the staples became misaligned in the cover block. The sample was disassembled , and the shuttle was adjusted to manually realign the staples. After the staples were manually realigned, the remaining staples fired properly. To simulate skin insertion, three staples were successfully fired into a simulated skin pad. A microscopic examination of the staple tips was performed with no burrs or defects observed. It could not be determined exactly how or what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "misfire/jam - staples not releasing" was confirmed based upon the sample received. One sample was returned. Upon functional inspection, it was found that the staples became misaligned. The misalignment of the staples prevented the staples from firing properly. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73a1900484 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip is not be able to strike out.